Manufacturer narrative:
Additional information an event of chest pain, pericardial effusion, explant of the device, a tear in the right atrium and damage to the aortic wall was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, 2 still images and 1 video of an echo were received for analysis. Based solely on the aforementioned media, there appeared to be a pericardial effusion, but a tear could not be confirmed from the images provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
A 25mm pfo occluder was successfully implanted on thursday, may 12. On saturday, may 16 the patient was admitted complaining of chest pain. A pericardial effusion was discovered on tte. No extracardiac shunts were seen on CT. A pericardiocentesis was performed. On sunday, may 17 the patient was transferred to cardiac surgery for the removal of the device. A tear was seen on the right atrium in the area covered by the disc and the aortic wall was damaged (sub intima level) near the disc. The patient is now stable and in good conditions.